Event description:
The customer reported that the bedside vital sign monitor (bsm) continually gives an error message 'check external device." The biomed has swapped out the cables and the ag-920ra multi-gas unit and can trace the issue to this unit. Ref MFR report 8030229-2014-00115.